Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a normal follow up externalized conductors were observed via diagnostic imaging. The patient was asymptomatic. No electrical anomalies were detected. Lead revision is planned.